Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the customer's complaint was not confirmed. Based on the results of the investigation, it is presumed that print board failure was the cause of phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus video system center was not detecting the exera 2 type endoscopes during preparation for use in an unspecified procedure. There was no report of patient injury or medical intervention associated with this event.